Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and detached end cap.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer drive support cap is loose and coming out. The customer stated that it was not connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed back up plan.